Event description:
It was reported that during an endoscopic sinus surgery, the tip of the blade broke off completely during the procedure and the tip fell into the patient. The surgeon was able to retrieve the tip fragment with the use of forceps. They got a new blade and continued the surgery; there was no patient injury.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4).